Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shutdown due to normal depletion. After turning the pump back on, the personal profile settings were noted to be missing. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.